Manufacturer narrative:
It was reported that the actuator tube disassembled from the device. The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that the actuator tube had come apart from the shaft of the device. Clamp marks and damage were noted to be found at and around the adapter tube as well. The root cause of the reported failure mode is undetermined. However, the most likely probable causes are applying excessive mechanical forces while prying/leveraging the device and possible misuse.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an anterior cruciate ligament all inside surgery while performing the tibial drilling the sleeve became detached from the flipcutter. Due to this issue the flipcutter could not be fold in anymore and therefore the surgeon had to drill through the tibial. The surgeon had to switch to a tibial button to finish the surgery successfully.